Event description:
Hill-rom received a report from the account stating the bed is not sending a nurse call. The bed was located at the account in the bedshop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to bent pins on the communication cable. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.